Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high elecsys prolactin assay results from roche diagnostics elecsys e170 modular analytics immunoassay analyzer serial number (B)(4) when compared to the results from a beckman access analyzer. Data was provided for three patient samples. Patient 1 initial result was 27.12 ng/ml and repeat result on the beckman analyzer was 17.67 ng/ml. Patient 2 initial result was 25.44 ng/ml and repeat result on the beckman analyzer was 16.91 ng/ml. Patient 3 initial result was 26.91 ng/ml and repeat result on the beckman analyzer was 17.33 ng/ml. The initial results were reported outside of the laboratory. There was no adverse event. The customer suspected macro prolactin interference and declined a service visit. The provided calibration and qc data was acceptable. Product labeling states to perform a precipitation by polyethylene glycol (peg) in cases of implausible high prolactin results in order to estimate the amount of the biological active monomeric prolactin. As this was not performed, a specific root cause could not be identified.